Manufacturer narrative:
At this time product has not yet been returned. An extended investigation has been performed for the reported complaint and there was no indication that the product did not meet specification. Dhrs for the libre sensor and libre sensor kit were reviewed and the dhrs showed the libre sensor and sensor kit passed all tests prior to release. If the product is returned, a physical investigation will be performed and a follow-up report submitted. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A high reading issue was reported with the freestyle libre sensor. A caller reported a higher sensor scan was received when compared to a capillary result obtained on a competitor brand device. The customer experienced symptoms of seizure and a loss of consciousness. The customer ambulance was called and upon arrival, blood glucose of 44 mg/dl was obtained in the hcp meter compared to the sensor scan of 94 mg/dl. When the results plotted on a parkes error grid, fell into the "c" zone showing the difference in values to be clinically significant. The customer was provided glucose as a treatment for the diagnosis of hypoglycemia. There was no report of death or permanent injury associated with this event.